Manufacturer narrative:
(B)(4) during processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event is an estimate, exact date was not available at the time of this report. The device is expected to be returned for evaluation. Investigation is not yet complete. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement with a prostar xl device was attempted in an unspecified vessel using the preclose technique prior to a transcatheter aortic valve implantation (tavi) procedure. Reportedly, the needles failed to deploy. An additional prostar xl device was used for successful suture placement using the preclose technique. Hemostasis was achieved using the pre-placed sutures from the prostar xl device. There was no reported adverse patient sequel. There was no reported clinically significant delay in the entire procedure. It was reported that the physician is trained in the use of the prostar xl device. It is unknown if the physician is established in the preclose technique. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: analysis was performed on the returned device. The reported failure to deploy the needles could not be confirmed as all four needles successfully deployed through the barrel and emerged through the hub. A conclusive cause for the reported failure to deploy the needles could not be determined. The treatment appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
Subsequent to the initial medwatch report, the following additional information was received. It was reported that suture placement with a prostar xl device was attempted in the right common femoral artery using the preclose technique prior to a transcatheter aortic valve implantation (tavi) procedure. The arteriotomy was 6fr. The arteriotomy was 6fr. The sheath was upsized to 14fr and the tavi procedure was completed. The physician is established in the preclose technique.